Manufacturer narrative:
An event regarding posterior capture weld fracture and disassociation involving a specialty triathlon mis size 4 cutting block was reported was reported. The event was confirmed. Methods and results: device evaluation and results: a material analysis was performed and concluded that the laser weld connecting the posterior fixed pin to the cutting block body fractured. Evidence of poor root fusion was observed. No material defects were found on device features evaluated. Medical records: not performed as no medical intervention and no adverse consequences were reported. Device history review: there were no reported discrepancies regarding the referenced lot. Complaint history review: there has been one other event for the reported lot. Conclusions: the investigation concluded that root cause of the weld fracture at the pin-posterior capture interface was poor root fusion of the laser weld. A CAPA was initiated to address the weld failure of the posterior capture. The ecn implemented in december 2014 modified the design of the device to create a two piece capture construction that allows the welder full access to the joint for welding. The subject device was manufactured prior to these corrective actions.

Event description:
During surgery surgeon was cutting through the posterior resection slot of a size 5 mis 4:1 pre-captured cutting block when the posterior slot broke off in one piece. We were able to remove the block and replace with an alternative cutting block.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During surgery surgeon was cutting through the posterior resection slot of a size 5 mis 4:1 pre-captured cutting block when the posterior slot broke off in one piece. We were able to remove the block and replace with an alternative cutting block.